Manufacturer narrative:
Continuation of d10: 5071-53 lead implanted: (B)(6) 2015 5071-53 lead implanted: (B)(6) 2015 5866-38m adaptor implanted: (B)(6) 2015 693558 lead implanted:(B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead triggered an alert due to low out of range (oor) pacing impedance. It was noted that the measurement at the time of the alert was 0 ohms. The ra lead remains in use. No patient complications have been reported as a result of this event.